Event description:
It was reported that the patient¿s first pump had the battery die before they changed it out. The pump was used to infuse an unknown type of drug. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# j0056653r, implanted: (B)(6) 2001, product type: catheter. Product ID: 8840, serial# unknown, product type: programmer, physician. (B)(4).

Manufacturer narrative:
(B)(4).